Event description:
The reporter contacted animas on (B)(6) 2014 alleging a casing/condition issue of a crack in the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged casing/condition issue remained unresolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. Unrelated to the complaint, the pump was powered on and the display screen appeared dim with discolored text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).